Event description:
It was reported that during an atrial lead revision due to twiddlers syndrome, the rv lead terminal pin came out while being adjusted. The lead was explanted and replaced. The patient will continue with routine follow-ups and is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.